Event description:
Two years post-op, pt had difficulty with pain, stiffness and swelling. Exploratory surgery revealed the articular surface had fractured and delaminated requiring revision surgery to remove and replace.